Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding a scan of hi (greater than 500 mg/dl,) compared to how they felt while wearing the adc device. As a result, on (B)(6) 2022 at 12:30, 20 iu of insulin was administered. At 4 pm on the same day, a scan of hi was obtained and the customer was provided with another 20 iu of novorapid insulin. The customer experienced difficulty walking and had a loss of consciousness, however, regained consciousness, performed a blood glucose test, and self-treated with orange juice for treatment. No third-party medical treatment was provided. No further information was provided. There was no report of death or permanent injury associated with this event.